Event description:
On september 16, 2006 the lay user/patient contacted lifescan alleging that the one touch profile had a display issue, because the results were faint and unclear. The medical affairs specialist obtained the following information from the customer care advocate's documentation. In 2006, the patient was reportedly having low blood glucose symptoms. The patient reportedly got a "1.7 mmol/l" on her meter before developing symptoms, but the meter was not showing all the figures clearly on the display. By midday, the patient received assistance from the emergency services who treated her with food/drink (coffee and biscuts). The patient reported blood glucose results of "2.8, 4.0 and 6.4 mmol/l" on the paramedic's meter. This complaint is being reported because the patient was unable to read the meter's display, while having low blood glucose symptoms. The patient required assistance from the emergency services and was treated for hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.